Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower device had undocumented wasted attached to one removal entry which was incorrect. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an undocumented waste. A technical support specialist (tss) reviewed the issue and determined that the user had been entering a removal amount of 0.25 liquid or 0.5 liquid instead of selecting 1 liquid as the full dosage form. The tss received confirmation from the customer that additional training would be provided to ensure users understood that one liquid represented the complete dosage for future transactions, and the customer confirmed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.